Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The device was returned and the customer's report was confirmed. Additionally, the repair center found the following defects: curved rubber scratched due to external factors; the curved rubber adhesive missing; the video connector and case deformed due to an external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that when the device is connected to the system center the image becomes distorted and does not appear. There was no harm or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the imaging unit, a board inside the scope connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.